Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer reported a no delivery alarm from the insulin pump. The customer reported that the no delivery alarm was resolved by a complete infusion set change. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.